Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr) and therapy was exhausted. The patient was admitted to the hospital and received anti-arrhythmic medication, and reprogramming was completed to higher therapy rates. This device remains in service. No additional adverse patient effects were reported.